Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and cartridge to resolve the issue. Customer¿s blood glucose (bg) was 230 mg/dl. In addition, it was reported that the customer experienced a low blood glucose level that ranged from 50-60 mg/dl. Health care provider adjusted settings and customer alleged that adjustment to settings caused low bg. Customer drank juice to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.